Manufacturer narrative:
(B)(4). Approximate age of the device - 33 days. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. An outcome was received which indicated that on (B)(6) 2015, the patient expired due to a severe stroke. The patient's international normalized ratio (inr) suddenly elevated to 6.0 in combination with the use of anti-inflammatory medications, and subsequently, the patient experienced the stroke. The pump was not explanted. The chief perfusionist reported that the patient outcome was not device or therapy related. No further information was provided.